Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us based hospital team was having a training when there were 2 battery failure alarms. There was no patient involvement.